Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubies b1 and b4 in drawer 2.2 was failed by user multiple times every day. The cubies were recovered but continue to fail later. Both cubies had been replaced to try fixing but problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer shut down the system, removed the back panel, manually released the drawer, and disconnected and reconnected the row board cable from cubie tray row b. The fse then closed the drawer, secured the back panel, and powered the station back on. Functional testing was performed in both the hardware testing application and the medstation application, and all tests were successful. The system functioned as intended after the field service engineer had repaired the device.